Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, the outer packaging of one (1) iv3000 1 hand 10x12cm ctn 50 was found to be unsealed by the nurse. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. An evaluation of the device through a visual inspection of the material provided by the customer, was performed and revealed that the outer packaging of one iv3000 hand 10x12cm was unsealed. A review of the associated batch record showed that this batch passed all acceptance criteria and was compliant upon release for distribution. An analysis of the complaint history revealed a small number of similar instances in the last 12 months, with only this one is reported with this lot number. An assessment to identify prior CAPA/nc/pra/hhe/field actions was executed and determined no escalations relating to the reported event. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated under multiple failure modes. The probable cause remains unknown. A factor that could contribute to the reported event include that the dressing has not been stored in the conditions outlined in the IFU. As temperature can alter the adhesive nature of the seal of the pouch, the device should be stored in the optimum conditions as indicated in the IFU. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.